Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with one seal of the universal seal assembly misassembled leading to insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the trocar leaked pneumo when 5mm grasper was inserted. They continued to use it to complete the procedure. It did not impact the patient.